Event description:
It was reported when the pt came in for a refill 18 mls of drug were removed from the reservoir (expected volume unk). The pump was explanted and was being returned for analysis. No specific adverse events were reported.